Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited inappropriate ams episodes and noise. No intervention was performed. On (B)(6) 2017, the patient presented in clinic for follow up. Upon interrogation, the lead continued to exhibit noise. The lead was reprogrammed.